Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being placed for treatment of esophageal stricture. During the procedure, the device was advanced to the lesion, without issue. While attempting to deploy the stent, the deployment suture broke. Therefore, the stent could no longer be deployed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The reported issue of stent partially deployed. The reported issue of deployment suture broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being placed for treatment of esophageal stricture. During the procedure, the device was advanced to the lesion, without issue. While attempting to deploy the stent, the deployment suture broke. Therefore, the stent could no longer be deployed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 25 mm. The deployment suture thread had broken at approximately 560 mm from its point of release. Microscopic examination of the thread noted that it appeared frayed at the point of break. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.